Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly refused to use the device due to discomfort. Programming adjustments were made, however, the issue did not resolve. During device testing, the recipient reportedly experienced pain. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is currently hospitalized.

Manufacturer narrative:
The external visual inspection revealed silicone damage on the top cover prior to receipt. This is believed to have occurred during revision surgery. In addition, delamination of silicone on the bottom cover was noted. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. In addition, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis data, helium leak test data and feedthru dye penetrant inspection, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Event description:
The recipient reportedly refused to use the device due to discomfort. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is currently being hospitalized.

Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
The external visual inspection revealed silicone damage on the top cover prior to receipt. This is believed to have occurred during revision surgery. In addition, delamination of silicone on the bottom cover was noted. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The residual gas analysis test revealed nitrogen above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly refused to use the device due to discomfort. In addition, the recipient also experienced loss of lock. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is currently being hospitalized.